Event description:
It was reported, the pt experienced pain at the ipg site as well as movement of the ipg within the pocket. Reportedly, the physician believes this is due to the healing process. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.